Event description:
Olympus was informed that the asset high-definition liquid crystal display (lcd) monitor was returned to olympus for evaluation. There was no defect/malfunction associated with the monitor. Upon inspecting and testing, the image was found dark due to a defective lcd, brightness level is out of specification. This report is being submitted to capture defective dark image/defective lcd. No death, injury or harm was reported.

Manufacturer narrative:
The service evaluation found the image is dark due to a defective lcd, brightness level is out of specification. Additionally, there is cosmetic wear on the external housing. The device was repaired and returned to asset stock. The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and to correct d5. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the investigation, the cause was likely attributed to a faulty lcd. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.